Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(6), serial:(B)(6) batch: a000153042. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during lead replacement on (B)(6)2024 [related manufacturer reference number: (B)(6) diagnostic system testing indicated multiple low impedance values on newly implanted leads. As a result, the physician explanted the impeded lead to address the issue. It is unknown which lead had low impedance.